Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported after a home dialysis treatment was completed with an ak 98 device and a revaclear 400 dialyzer, the patient observed an external blood leak. It was reported when the patient prepared the device for treatment, they did not connect one of the blood tubes properly to the dialyzer. The nurse reported the patient did not perform the step of checking for leakages after filling the circuit with blood. It was reported the blood leaked during the three-hour treatment and the patient did not notice until the end of treatment. The blood loss was estimated at 500 ml. No patient symptoms were reported. It was reported the patient received a blood transfusion at the hospital (no further details were provided). No additional information is available.